Event description:
Reportedly, during the follow-up performed on (B)(6), 2012, an error message was displayed during sensing test processing. The session was consequently interrupted and a reboot of the programmer was performed. An explantation is requested.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.